Event description:
Removal of dental implant.

Manufacturer narrative:
There are a total of 2,919 serious injury mdrs summarized in the attached report. Reports are late as a result of an apparent change in the reporting policy, which now includes reporting failure-to-osseointegrate.